Event description:
A complaint was received for sonnet rcb adapters. Upon reviewing the registration card information, it seems likely that a cochlear implant has been explanted. The device was likely explanted in august 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A complaint was received for sonnet rcb adapters. Upon reviewing the registration card information, it seems likely that a cochlear implant has been explanted. The device was likely explanted in (B)(6) 2019.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was likely explanted in 2019 and has not been received for investigation. This is a final report.